Event description:
Information received from the the healthcare provider via a clinical study regarding a patient receiving fentanyl (2000 mcg at 849.10745 mcg/day), bupivacaine (20 mg at 8.49107 mg/day) and hydromorphone (9.8 mg at 4.16063 mg/day) via an implantable infusion pump. It was reported that the patient had a sore on the pump site from a heating pad and that they had hit pump site x2 on something over weekend. A replacement surgery would take place. Additional information received from the healthcare provider via a clinical study indicated that the entire system was explanted on (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID 8596sc serial# (B)(6) implanted: (B)(6) 2020. Explanted: (B)(6) 2024. Product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: non-destructive analysis found that there were no anomalies and no further destructive testing was required. Continuation of d10: product ID: 8596sc, lot/ serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2024, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.